Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced mild inflammation on both eyes (ou) after a prk (photorefractive keratectomy) procedure at one day post op exam. Topical steroids and prednisone (oral steroid) were prescribed and increased to treat the inflammation. The patient's comment was there was irritation. There was no loss of best corrected visual acuity (bcva) noted. Pre-op; bcva from (B)(6) 2006: right eye: pre-op 20/20 -5.00 x -1.00x 80; left eye: pre-op 20/20 -5.75 x -.75 x 94.